Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 578 mg/dl. Infusion set was changed and a correction bolus was delivered. Bg remained elevated. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and complications (illness) from dka. Fluids/intravenous insulin were administered, potassium/calcium levels were checked, urine test and chest x-ray were performed. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018, with no permanent damage. Cause of elevated bg was not known. Customer was not using the cgm. No alerts or alarms were identified in pump history. Customer had ¿high bg reminder¿ set to vibrate instead of audible. Tandem technical support advised customer to change pump settings from vibrate to audible.

Event description:
Customer's healthcare provider was uncertain if the pump was functioning properly on the day of the event. Customer did not report any occlusions, malfunctions or technical issues with the pump that would prevent it from functioning properly. Multiple attempts were made by tandem clinical diabetes specialist to contact the customer; however, customer had not replied.